Manufacturer narrative:
Use error. Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to change the time on the pump after daylight savings time. Tandem technical support assisted the customer with updating the time. The customer's blood glucose was not impacted.